Event description:
2003 PICC was placed later 2003 PICC was removed. Rn noted when flushing the PICC through the red lumen it was leaking at the insertion sight. PICC rn removed and flushed again notice a hole in the PICC.